Event description:
Received an error message and replace sensor for a stelo continuous glucose monitor. Upon removing the sensor, it was obvious that there was a significant infection in my arm under the sensor. The second overlaying adhesive patch is large enough that you could not see this until it was removed. I have photos of that day and then next several days. I had on hand (I am a dds) sufficient augmentin to treat it, and it was 4:00 on the friday before christmas. I knew it would be almost impossible to be seen, and sure did not want to go to an ER. It had not pointed, so could not be drained anyway. I did take a radiograph to try to make sure that the sensor wire was not in my arm causing a foreign body reaction.